Event description:
During use of the wilson-cook universal active cord, the user noted that the connection was loose. The electrical insert in the active cord had recessed, prohibiting proper connection with the accessory device. Another active cord was used to complete the procedure. An injury to the pt did not occur.